Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with diaphragmatic stimulation. It was noted that stimulation was caused by the left ventricular - lv lead. The lv lead was programmed off. The patient then presented for a lead revision procedure (B)(6) 2020 for the right ventricular lead. During the procedure, the physician explanted and replaced the lv lead. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.